Event description:
Iol implanted in 2006. Despite excellent distance vision (20/20 sc). Pt was seriously bothered by persistent halos. Iol was explanted in 2007 with excellent postop vision (20/20) and immediate resolution of halos.